Event description:
During a coronary stenting procedure, the stent dislodged. A 2.5 x 20 maverick balloon was used to place the stent against the wall. The balloon was then inflated to 18 atm. There was no reported pt injury. The stent was not retrieved and will not be returned.